Event description:
It was reported that the right ventricular lead showed oversensing. Impedance trends showed a wide fluctuation. A lead fracture was suspected. Subsequently, the lead integrity alert triggered due to oversensing. The physician will evaluate the patient for a lead revision. The lead remains in use at present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.